Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, she cannot see any better than before surgery. She reported that she has followed up with her surgeon and the surgeon has offered to exchange the lenses. She was seen by a different surgeon in the same practice and was told it would be too risky to remove the lenses. The consumer reported that she has been given a prescription for new glasses, but is not pleased with this. The consumer is unhappy that she spent so much money and still cannot see well. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.